Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis results found that one plee60a device was returned with the jaws in closed and articulated position and an endopath xcel trocar was received inserted on the device and with a gst60g reload loaded on the device. The reload was received fully fired. After further analysis it was noted that the knife had buckled. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5at77. Investigation summary: the analysis results found that one plee60a device was returned with the jaws in closed and articulated position and an endopath xcel trocar was received inserted on the device and with a gst60g reload loaded on the device. The reload was received fully fired. After further analysis it was noted that the knife had buckled. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a lap sleeve gastronomy, device would not straighten out after articulation. The device was removed with the trocar still attached. Case completed with another trocar into the port site and a new device. There were no patient consequences reported.